Event description:
The manufacturer received information alleging a trilogy ev300 device failed final test, active exhalation verification, pilot pressure. There was no allegation of patient harm. The device was not reported to be in patient use. The device evaluation is expected once the trilogy ev300 has been returned to the manufacturer's service center but has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed final test, active exhalation verification, pilot pressure. There was no allegation of patient harm. The device was not reported to be in patient use. The trilogy ev300 device was evaluated at the manufacturer's service center for the allegation of a failed preliminary system test active exhalation verification. The device's proportional valve (aecm) and 3-way solenoid valve was replaced to address the issue. The technician performed final test. The device passed all tests and returned to service.